Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux, cabinets was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section h device manufacture date. Upon investigation of this incident, it was determined that the cabinets had failed. The technical support specialist confirmed that staff rebooted the machines, and cabinets worked. This was a known issue, and the team had been actively working on it. The system functioned as intended after the customer resolve issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, cabinets was failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.